Event description:
During a coronary stenting procedure, the stent fell off the balloon proximal to the predilated right coronary artery. Physician predilated the mid distal rca and was unable to reach the lesion with the stent. While withdrawing the sds to predilate again the stent became dislodged in the proximal rca. Physician then went back in with a 1.5 balloon and was able to deploy the stent in the proximal right coronary artery; however the target lesion was the mid distal rca. There were no adverse effects to the pt. The target lesion was successfully treated with two 2.5 x 23 cypher stents.